Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached air detector and a detached downstream occlusion. Functional testing was able to verify the reported problem. The event history log was reviewed. The air detector and the downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air detector device was coming off. The event occurred during testing. The device evaluation noted a detached air detector and downstream occlusion seal.